Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 that the surgeon attempted to place a locking screw in the center distal hole of the plate. The screw would not lock. The surgeon removed the screw and attempted to use a buttress pin. This also did not lock. The surgeon removed the plate and tried another plate of exactly the same size and continued without consequence. The surgeon did reposition the second plate as it was felt the first plate was placed distally due the fracture pattern. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as product has not yet been evaluated. A review of the device history records has been performed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted an it states that the implant shows that the plate is still fully functional. No product fault could be detected.

Event description:
This report is 2 of 2 for (B)(4).